Event description:
The pt was being fed using a pump. The rptr stated "the pump failed to alarm 'no flow', therefore the pump continued to infuse air into the pt for more than 2 hrs. The pt experienced vomitting and aspiration as a result of the malfunction." The rptr also stated there was no medical intervention resulting from the event. During a later follow-up call, co learned the pt recovered and had no long-term side effects. One pt involved.